Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil embedded in cervix/endometrial cavity/essure coil migration') in an adult female patient who had essure (batch no. 893037,882184) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure uterine ablation". The patient's medical history included pelvic pain female, paratubal cyst, dysfunctional uterine bleeding, morbid obesity, uterine dilation and curettage and pelvic pain female. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("essure coil embedded in cervix/endometrial cavity/essure coil migration") and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysteroscopy, diagnostic laparoscopy, bilateral salpingectomy, adhesiolysis). Essure was removed on 26-mar-2019. At the time of the report, the embedded device, device expulsion and pelvic pain outcome was unknown. The reporter considered device expulsion, embedded device and pelvic pain to be related to essure. The reporter commented: operative date: (B)(6) 2019 admit date: 04jun2019 discharge date: 05jun2019 concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records: embedded device, device expulsion, pelvic pain and medical device monitoring error. Lot number:882184 manufacture date: 2011-07 expiration date: 2014-07. Lot number:893037 manufacture date: 2011-08 expiration date: 2014-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil embedded in cervix/endometrial cavity/essure coil migration') in an adult female patient who had essure (batch no. 893037,882184) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure uterine ablation". The patient's medical history included pelvic pain female, paratubal cyst, dysfunctional uterine bleeding, morbid obesity, uterine dilation and curettage and pelvic pain female. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("essure coil embedded in cervix/endometrial cavity/essure coil migration") and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysteroscopy, diagnostic laparoscopy, bilateral salpingectomy, adhesiolysis). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion and pelvic pain outcome was unknown. The reporter considered device expulsion, embedded device and pelvic pain to be related to essure. The reporter commented: operative date: 04jun2019 admit date: 04jun2019 discharge date: 05jun2019 concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records: embedded device, device expulsion, pelvic pain and medical device monitoring error. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: " previously reported event medical device removal replaced with essure coil embedded in cervix/endometrial cavity/essure coil migration." Other event novasure uterine ablation performed on the same day of the insertion added. Reporter, lot number, medical history, essure removal date and rcc added. Event pelvic pain added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of product technical complaint . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.